Event description:
Same event as MFR# 6000089-2007-00643. It was reported during a pci procedure, the maverick2 monorail balloon ruptured. The 75% stenosed lesion was located in the extremely calcified, proximal to mid left anterior descending (lad) artery. Intially, a 2.0x20mm maverick2 monorail balloon catheter was advanced, but it was unable to cross the lesion. The physician then used another manufacturer's balloon, which ruptured on the second inflation. Then, a 1.5 -15mm maverick2 monorail balloon was used, but it ruptured on the second inflation at 10 atms. The physician attempted to advance the initial 2.0x20mm maverick2 monorail balloon catheter again, but it was unable to cross the lesion. Another 1.5x15mm maverick2 monorail balloon catheter was used, but it ruptured. The number of inflations and to what pressures is unk. The procedure was completed with a different device. There were no reported patient complications. Patient status listed as "good".

Manufacturer narrative:
The device was discarded at the user facility. The root cause of the event could not be determined.